Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed seat, rewind and basic occlusion test. No rewind anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump did not rewind all the way. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.